Event description:
Patient on ongoing robotic assisted prostatectomy, the tissue needed to be burned with bipolar, but it could not deliver energy. Tried to change the bipolar cable but it was still not working. Changed to another da vinci fenestrated bipolar forcep and it functioned. Tagged the malfunctioning equipment and sent to sterile processing department (spd).